Event description:
Medtronic received a report that proximal stent detachment occurred within the vascular lesion. There was separation. The patient vessel did not have stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There were 2 passes using the stent. There was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. The stent remains in the patient at right m1. There was no surgical or medicinal intervention required. The pushwire be returned for evaluation. The physician attempt to detach the stent. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. There were 2 passes with the device. The patient was undergoing surgery for treatment of right m1 ischemic stroke. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a optimo 8f, red62 guide catheter, phenom 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is taking dual antiplatelet therapy (dapt). The cause of the separation was unknown. The solitaire device was not torqued or repositioned during delivery or retrieval. The patient will not undergo any further intervention to remove the solitaire.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the solitaire x pusher was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the solitaire x pusher was found broken at ~186.5cm from the pusher¿s proximal end. When compared to the product drawing, ~13.5cm of the distal pusher, with the stent, was not returned. Testing/analysis: the broken solitaire x pusher was sent out for sem failure analysis. Per the sem report, ¿the fracture surface of the broken end appears to have been mechanically damaged (smeared) post fracture; however, it is believed that the final mode of failure was via overload.¿ conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed. However, the cause of the pushwire break/separation could not be determined. Possible causes of pushwire break/separation include vessel tortuosity, presence of a pre-existing stent or extra/intracranial stenosis or calcified plaque, number of passes made with the device, delivery and retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, hard clots or thrombus entanglement with overbending during the retraction process, misalignment of the microcatheter with the proximal end of the solitaire device, and removal of the microcatheter prior to retrieval of the solitaire device with or without clot. The patient vessel exhibited no stenosis proximal to the thrombus site, moderate tortuosity was noted, two passes were made using the stent without any friction or difficulty during the procedure, and the microcatheter tip covered the stent proximal marker during ret rieval. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.